Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon opened the first device, but noticed that all the clips failed to close properly and remained partially open, even though the surgeon fully depressed the firing trigger. Then a second device was opened, but the same problem happened. The case was carried out and finished by using a competitor's reusable device. Another device was used to complete the procedure. There were no adverse consequences for the patient.